Event description:
Olympus was informed by the user facility that the scope went dark during two separate procedures. There were no patient injuries.

Manufacturer narrative:
Olympus followed up with the reporter via telephone and in writing to obtain more information regarding this report but with no result. The device was returned to olympus for evaluations which confirmed the user's experience. The image flickered and blacked out during angulations. The scope passed the leak test and there was no evidence of fluid invasion inside the scope or the electrical connector. The image problem was due to the charge coupled device (ccd) unit. The device was repaired and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.